Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the outlet stator during the evaluation of heartmate ii lvas, serial number (B)(4). (B)(4) was returned assembled with the driveline cut into 3 portions; approximately 0.5 inches connected to the pump header, 12.5 inches of the mid-section, and approximately 24.5 inches of the distal portion of the driveline. The apical sewing ring was returned with the device. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, bend relief collar, and outflow graft elbow) was returned attached to the pump¿s outlet port. Examination of the proximal side of the outlet stator revealed a white tissue-like, non-laminated deposition loosely surrounding the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended amount of time while the pump was in operation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05nov2018. The heartmate ii lvas instructions for use (IFU) (rev. B) and the heartmate ii lvas patient handbook (rev. D) are currently available. ¿introduction¿, lists device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the investigation of the pump that there was a thrombus inside the outlet stator.